Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer had a low and passed out in the middle of the road. Customer was able to awake on his own and get out of the road and give himself some sugar ¿ 12 oz soda ¿ that brought his blood glucose up to 124mg/dl. There was no loss of consciousness. There was no treatment for the fainting. Sensor was not inserted on the back of the upper arm. Customer mentioned having an insulin flow blocked alarm in the afternoon of the day before the low. Troubleshooting was also done for the low. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sensor glucose not available, insulin pump no delivery/occlusion alarm. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, glucose/carb intake. Troubleshooting was performed for change sensor/sensor updating/sg value not available/calibration not accepted, low bgs/over delivery. The event involved product(s) mmt-7040a, mmt-1884, mmt-442ag, mmt-342. Customer was using the insulin pump within 48 hours of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. It was unknown whether the customer will continue to use the device. No product return is required for mmt-1884. No product return is required for mmt-442ag. No product return is required for mmt-342.